Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on, (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis due to bent cannula. The customer blood glucose level was 18 mmol/l at the time of hospitalization. Customer also reported that the insulin pump had button error alarm. Customer stated that none of the buttons responding. Caller stated that the charger was flashing red when the transmitter was placed on it. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Caller stated that they did try using the test plug and it did connect. Customer did not allege insulin pump was under delivering. Customer unable to complete troubleshooting as insulin pump was not responding. Customer stated that cap was completely stripped. The device will be not returned for analysis.